Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient underwent lumbar spine fusion surgery and laminectomy at l2-4. During the surgery, rhbmp-2/acs or puregen was used. After his surgery, patient followed up with surgeon. After surgery, patient¿s legs became weak. Patient reportedly had minimal improvement in leg pain but ¿developed numbness in both hands and his fingers, which he had never experienced prior to undergoing surgery¿. On (B)(6), 2010, the patient underwent a fusion and discectomy at c4-c7. During this surgery, rhbmp-2/acs or puregen was used. Sometime postop, the patient could ¿no longer walk long distances, was confined to a wheelchair and experienced severe pain in his arms and hands¿. Patient treated with surgeon until (B)(6), 2013.